Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead it was noted that the pacing threshold was elevated. The lv lead vector settings were reprogrammed and threshold decreased. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.